Event description:
It was reported via repair work order that the arm covers were cracked and sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.